Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported via the patient that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted in (B)(6) 2020. Per patient, the procedure "went horrible" and "took twice as long as it should have". On an unspecified date post-procedure, the patient reported "feeling weird". The patient went in for his 45-day follow up, date no specified, and it was indicated to him that his watchman device could not be found. A computed tomography (CT) scan was performed and confirmed the watchman device had embolized to the aortic arch. The patient stayed in the hospital for one week prior to removal procedure due to oral anticoagulant usage. On an unspecified date, the watchman device was successfully removed percutaneously.